Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, the device was found to be in backup vvi mode. It was noted that the reset was most likely caused by the programmer. The device was reset and programmed it back to its original settings. The device remains implanted. The patient was discharged the same day without any adverse events.